Manufacturer narrative:
In this case, the reported retraction problem with the clip introducer could not be replicated in a testing environment due to the condition of the returned device (the clip was detached). The reported failure to advance and the expulsion event could also not be replicated, as these appear to be related to patient-specific or procedural/operational circumstances. Based on the information available, the reported failure to advance associated with a high transseptal puncture appears to be related to procedural circumstances. The clip introducer retraction problem appears to be related to user technique, when retracting/pulling the clip into the sgc guide, which caused the clip to become stuck on the soft tip of the sgc guide (causing it to lodge against the soft tip). The expulsion event appears related to continued forceful troubleshooting multiple attempts while the clip was stuck, leading to clip detachment. . There is no indication of a product quality issue with respect to manufacture, design, or labeling.codes removed:medical device problem code: 4008

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there were challenges with reaching the leaflets due to a high transeptal puncture so the steerable guide catheter (sgc) and a mitraclip were retracted into the left atrium and the transseptal was attempted to be re-punctured. When the clip was attempted to be pulled into the guide it was identified that the clip became stuck on the lip of the guide. Troubleshooting was preformed by attempting to push the clip off of the tip of the guide but it remained caught. During this time it was identified that the clip introducer was no longer attached to the clip. The clip and the sgc were fully removed from the patient, while retracting them it was observed that the clip had fully detached from the introducer and a hole was identified on the guide where the clip had been stuck to the lip of the guide. The sgc and clip were fully removed from the patient and a new sgc and mitraclip were advanced through the opposite femoral vein, the mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1+. There was no clinically significant delays or adverse patient sequela reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there were challenges with reaching the leaflets due to a high transeptal puncture so the steerable guide catheter (sgc) and a mitraclip were retracted into the left atrium and the transseptal was attempted to be re-punctured. When the clip was attempted to be pulled into the guide it was identified that the clip became stuck on the lip of the guide. Troubleshooting was preformed by attempting to push the clip off of the tip of the guide but it remained caught. During this time it was identified that the clip introducer was no longer attached to the clip. The clip and the sgc were fully removed from the patient, while retracting them it was observed that the clip had fully detached from the introducer and a hole was identified on the guide where the clip had been stuck to the lip of the guide. The sgc and clip were fully removed from the patient and a new sgc and mitraclip were advanced through the opposite femoral vein, the mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1+. There was no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.